Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had broken connectors and both output connectors were found to be broken. It was further noted that the hanger was cracked, keypad window was scratched, all four control knobs were contaminated, lower case was broken, both output connectors nuts were discolored, four case screws and hanger screw were contaminated, and both wires on the liquid display screen (lcd) were pinched (not compromised). All found defective parts were replaced and all identified issues were resolved. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken connectors. The epg was received into service. There was no patient involvement.